Manufacturer narrative:
The manufacturer's service representative provided a quote for parts, the customer did not accept the quote and the customer resolved the issue.

Event description:
The customer reported that the hv cable and the monitor on the stenoscop system should be replaced. No patient injury was reported.